Manufacturer narrative:
E1 - facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope's images are not displayed. There were no reports of patient harm.

Event description:
Additional information was provided by the customer: the event occurred during preparation for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to the service centre for inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: cable skin had corrosion. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Based on the results of the investigation, it is likely the malfunction identified during the device evaluation was due to component failure of the universal cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.